Event description:
The customer obtained imprecise vitros phyt results while using the vitros 5600 integrated system. The imprecise vitros phyt results were obtained across three different reagent lots during daily quality control testing and while running investigative precision tests. A value of 47.2 umol/l (expected = 28.7 umol/l) was obtained from the biorad level 1 fluid. A value of 92.4 umol/l (expected = 56.7 umol/l) was obtained from the biorad level 2 fluid. Values of 136.6, 143.4, 156.9, 124.8, and 136.4 umol/l (expected = 102.3 umol/l) were obtained from the biorad level 3 fluid. Values of 148.1, 156.9, 135.9, and > 158.4 umol/l (expected = 112.9 umol/l) and values of 145.1 and > 158.4 umol/l (expected = 108.9 umol/l) were obtained from the vitros tdm pv iii fluid. Values of > 158.4 umol/l (expected = 118.3 umol/l) and > 158.4 umol/l (expected = 128.2 umol/l) were obtained from unknown fluids used for precision testing. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt results were obtained while using the vitros 5600 integrated system. Results of precision testing suggested that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer cleaned the incubator, replaced the evaporation caps and insert blade, and performed relevant subsystem adjustments to return the instrument to expected operation. Following these service activities, acceptable vitros phyt performance was observed. There was no evidence to suggest a malfunction of the vitros phyt reagent. The most likely root cause of this event is instrument related.